Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 200mg/dl. The caller stated that the insulin pump alarmed during the manual prime process, and the device also alarmed while attempting to prime the insulin pump. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose motor support disk. The device was received with missing end cap sticker and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.